Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method. Inflated above rated burst pressure. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch, additional information stated that the distal shaft/including the tip was also separated and not returned. The distal shaft, including tip remains in the patient. The physician stated that the collateral network is now operational to feed the tissues. The balloon was inflated several times to 25 atmospheres without reduce of the lesion.

Event description:
It was reported that the procedure was to treat a moderately calcified and stenosed right coronary artery. A 2.5 x 20mm trek was used which did not reduce the lesion enough so a 3.0 x 20mm rx trek was advanced pre-dilatation and inflated to 24 atmospheres; however, the balloon burst. When attempting to remove the balloon, resistance was felt and the balloon could not be entered into the guiding catheter. The guide wire, guiding catheter and balloon were removed all together. After balloon removal, it was observed that the distal part of the balloon was missing. The missing part remains in the stenosis and occluded the vessel. The patient condition is correct for the moment. The procedure was stopped. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The balloon and shaft separations were confirmed on the return. The reported balloon rupture was likely due to over-pressurization. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the trek rx instructions for use warns the user not to exceed the rated burst pressure. Based on the review of the information provided, the review of the lot history records, the similar incidents review, and the return analysis, there is no indication of a product quality deficiency.